Event description:
In a 2014 clinical study from humm et al. Titled "adjuvant treatment of chronic osteomyelitis of the tibia following exogenous trauma using osteoset -t: a review of 21 patients in a regional trauma centre", the authors report 7 cases (33.3%) of wound leakage; the location of pellets in either a closed intramedullary cavity or an open cortical defect did not relate to its incidence. Three-quarters of these cases with a wound leak went on to have problems with wound healing as compared to just one-third of the cases without a leak.